Event description:
Information received indicates that a leak was noted at the temperature monitoring adaptor (tma) port of the oxygenator when the circuit was clamped at the beginning of bypass. The unit was changed out with no reported consequence to the patient.

Manufacturer narrative:
H3 analysis: the returned product was tested with liquid and a gap was identified between the temperature monitor adaptor (tma) and the port where it is installed, allowing a leak. In addition, visual inspection shows clamp marks on the tma adaptor and a crack in the port, indicating that a clamp may have been used to try to tighten the adaptor into the port at the customer site, causing a crack in the port. Conclusion: reduced device performance occurred, and was related to the event. There was no reported consequence to the patient.